Manufacturer narrative:
Based on the claim against the product by the customer noting burn marks, an investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had scorch burn marks on wire housing. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was found on the plastic pulley, the electric insulator component on the base of the jaw of the instrument. There was no damage to the conductor wire. The instrument was inspected prior to use and no damage was found in prior inspections. The surgeon suspects arcing may have occurred, but arcing was not noticed during the procedure. Surgeon does not recall if there was any collision with other instruments during procedure but does not deny that it could be a possibility. Monopolar curved scissors was the instrument used at that time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley with localized melting. The instrument passed the electrical continuity test. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire's insulation was found with a gash at the distal end of the yaw pulley with no exposed internal wire and no missing piece of the insulation. The instrument was found to have indentations on the edge of the distal idler pulleys and various scratch marks with light material removed on the main tube, measuring 0.150¿ - 0.249 in length and not aligned with the tube axis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.